Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by constipation. The cause of the peritonitis event was unknown. The patient was hospitalized for the event treated with unspecified antibiotics (dose, frequency, and route not reported). On an unreported date, the infection spread to the tunnel and the patient¿s peritoneal dialysis catheter was removed. Dianeal therapy was discontinued and the patient was placed on hemodialysis therapy. The patient was discharged from the hospital after twenty three days. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis. Additional information was not available. This is report 1 of 4 involved in this peritonitis event.